Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a boston scientific field representative was called to deactivate an subcutaneous implantable cardioverter defibrillator (s-ICD) for a patient in hospice care and on dnr status. Upon interrogating the device, a red screen appeared. Boston scientific technical services (ts) was contacted and discussed the alert was for a da error. Ts discussed this error represents a bit flip, which is a temporary memory reset in the device firmware. Ts discussed this is a self-correcting error which may be caused by environmental factors (i.e., radiation therapy). Ts discussed there should be no issue and to go ahead and deactivate the device.